Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire was bent on its polytetrafluoroethylene (ptfe) proximal and middle section. The guidewire distal tip was bent. The ptfe was peeled/scraped on several places along its length. During functional testing, the synchro guidewire was loaded and advanced through the proximal end of the excelsior sl-10 microcatheter. There was slight friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. The complaint that the synchro folded could be confirmed due to the anomalies found on the guidewire distal section. The guidewire torque problem and guidewire friction were likely a result of the bent/kinked guidewire. The guidewire ptfe coating was confirmed to be scraped on several places, on the proximal section. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". While there are signs of ptfe damage due to insecure tightening of the torque device. The torque device was not returned for further analysis and a definitive cause could not be determined. Therefore, the exact cause for the reported ptfe coating peeling cannot be determined.

Event description:
The result of the investigation of the returned product found that the guidewire (subject device) ptfe was peeled/scraped off. Ther were no clinical consequences to the patient.